Manufacturer narrative:
Eval; results: indications are that the user did not realize (identify) device condition and discontinue use prior to contact with pt tissue. Conclusions: the primary chuck nut fracture went unnoticed and subsequent tightening expanded the remaining nut retention outside diameter to a level of strain that prompted a secondary and final retention skirt fracture allowing the nut quadrant to dislodge from the handpiece. The interim rubbing of the damaged chuck nut on the head opening generated the heat that contacted the pt.

Event description:
(B)(4) - the piece of the handpiece that holds the bur in place broke during use and burned the pt's cheek. The burn was very small and the pt did not require medical attention.